Event description:
Approx 6-12 mos prior to this date; a ventricular barium shunt was placed because of too much draining with previous ventriculoperitoneal shunt. Pt started complaining approx 2 wks ago of dizziness; headache; loss of appetite. Surgery was performed for possible exchange shunt or catheter; etc. When dr looked at shunt; stated "it didn't look quite right compared to new hakim valve & requested the used valve (shunt) be returned to codman and market defective." Valve was replaced and there were no problems immediately post-op. Additional information provided by sales presentative on 11/22/00 - surgeon did a water bath test to check opening pressure and said pressure was too low based upon the setting. Surgeon reports slit ventricles were overdraining. The valve was difficult to program - it went 1/2 way up to the programmed pressure and then they were able to get it to the proper pressure.